Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling with local anesthetic. A 50cc syringe was used to fill the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured september 29, 2015- september 30, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress-member revealed no signs of abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.